Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received three inappropriate treatments. The device was started up at 00:47:24 on (B)(6) 2024. At 17:20:00, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact/electrode lead fall off. At 17:20:43, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was CPR/motion artifact/electrode lead fall off. The post shock rhythm was asystole with CPR/motion artifact/electrode lead fall off. At 17:23:37, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact/electrode lead fall off. At 17:24:11, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was CPR/motion artifact/electrode lead fall off. The post shock rhythm was obscured due to CPR/motion artifact/electrode lead fall off. At 17:24:53, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was CPR/motion artifact/electrode lead fall off. The post shock rhythm was severe bradycardia @ 10 bpm with CPR/motion artifact/electrode lead fall off. The electrode belt was disconnected at 17:25:13 on (B)(6) 2024.